Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 2/20/2018. Additional information was requested and the following was obtained: type of surgery: knee age : 67 date of surgery ¿ (B)(6)2018 date of e : (B)(6)/2018 gender: female bmi ¿ (B)(6) co-morbidities: htn, obesity allergies: nkda follow up: 1/31: itchy bumps, prineo off at 2 weeks after surgery, using benadryl cream; 2/2: tried lotrimin and hydrocortisone with minimal success, 2/4: went to the ER, 2/5: call, ov (spreading rash, medrol dosepack, keflex); 2/8: called doctor, prednisone 60/40/20, follow up in 2 weeks with doctor.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please describe how the adhesive was applied on the tape - the incision was wiped down with water, and dried. Stratafix suture was used to close the subq. The surgeon typically uses two skin adhesives with knee flexed. What prep was used prior to product application? Unknown , but there has been no changes. What date did the reaction occur on? 10-14 days. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? Patient was possibly referred to dermatology. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What treatments were provided by dermatologist? Initial procedure date. Please indicate how the patient was treated and indicate any medical/surgical interventions that were performed . Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? For female patients, were they exposed to similar products, such as artificial nails? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions. Update to patient current condition.

Event description:
It was reported that a patient underwent a total knee procedure on an unknown date and topical skin adhesive was used. It was reported that the patient developed a rash around the area where the product was applied. It was unknown how long after application the rash appeared. The surgeon noticed the rash at the four-week follow-up appointment. The patient was possibly referred to dermatology. It was unknown what treatment was applied. Additional information has been requested.